Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery and was implanted with an unspecified bard/davol ventralex hernia patch on (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch . As reported, the attorney alleges patient experienced emotional distress and the device was defective.